Event description:
It was reported that a patient's blood glucose levels exceeded 250 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the area was "wet" with insulin. Additionally, the pod's cannula was found bent. A new pod was applied and blood glucose levels "started going down."